Event description:
It was reported that pump insulin gauge displayed amount different than expected, with fill estimate stuck at 16 units despite insulin delivery after cartridge was filled with cold insulin. There was no reported impact to the customer¿s blood glucose level. Customer was informed that this could occur due to large differences in measured pressures used to estimate remaining insulin and was advised that gauge would resume counting down once actual insulin amount matched displayed value, and caller understood and acknowledged this guidance.